Event description:
It was reported that when using the bd pyxis¿ medbank mini user informed that there was a power outage, and as a result, the monitor would not turn on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the monitor was not turning on. A field service engineer found that the computer would not turn on, replaced all-in-one unit, verified that it was working properly, and completed testing with medbank support to confirm normal operation. The system functioned as intended after the field service engineer repaired the device.